Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly and subsequently, the pump shutdown. In addition, it was reported that pump does not charge. The customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. Reportedly, the customer delivered a correction bolus to address high bg. The customer declined to further troubleshoot with tandem technical support. The customer continued to use the pump for insulin therapy.